Event description:
It was reported that customer noticed a strong smell of insulin in the reservoir compartment and noticed moisture. Customer's blood glucose reading is 86 mg/dl. Customer to dry the reservoir compartment. Due to strong smell and residue the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.